Event description:
A transfer cable used in electrosurgery had an insulation breach which resulted in a visible flame. This is the third time a cable has failed in the field, though this is the only one that resulted in a flame. This failure mode is being trended. The cable is non-patient contact, the failure resulted in no injuries only a delay in surgery.